Manufacturer narrative:
This report is submitted on january 12, 2022.

Event description:
Per the clinic, the patient developed an infection and swelling at the implant site. The patient was treated with two oral antibiotics for a duration of 15 days and 3 months respectively; however, the issue could not be resolved. Subsequently, the patient was placed under general anesthesia on (B)(6) 2021 to explant the device and to remove the suspected infectious tissues. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 07, 2022.